Event description:
Customer reported the pump had been reading 0 units randomly while in use for two months. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to load a new cartridge. Pump resumed normal operation, and the customer continued with insulin therapy.